Event description:
The report states that after two seals, tissue was sticking to the device jaw. Sealing was not completed after several attempts even though an end tone, signifying a complete seal cycle, was heard. When the device was used on the inferior mesenteric artery (ima), the artery stuck to the device. When the surgeon tried to remove the device after the seal cycle, the sticking caused the ima to be pulled apart causing bleeding. The ima was repaired with a non-covidien device. The surgery was extended by more than 30 mins. There was no pt injury.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete, a follow -up report will be submitted.